Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump. The battery cap contact height and width measurements were found to be within the required specifications. No power losses occurred during investigation. The pump case was removed and no evidence of moisture or loose components was observed. Unrelated to the complaint, evaluation revealed that the display was blank. A test display was inserted and found to function properly. The intermittent power issue was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.